Manufacturer narrative:
Corrosion was noted within the internal components of the device. Corrosion of the internal components can cause the device to heat up as a result of friction between the moving components.

Event description:
The core micro drill was sent for eval because it was overheating during a procedure. The procedure was completed with an alternate device without any procedure delay; no adverse event was associated with the device.